Manufacturer narrative:
Correction: initial reporter: dr. (B)(6) should not be reported. The corrected initial reported has been reported in this report.

Manufacturer narrative:
A partial connector portion of the lead was returned in one piece measuring 9.9 cm. Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death is unknown.